Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively of an ablation procedure, the patient developed an abscess near the ablation site in the liver. They also discovered a fistula located near the colon. The patient was given antibiotics and is in stable condition. They performed four ablations at unknown wattage.